Event description:
Adverse event: surgical intervention. Malfunction: laser stopped firing. A facility reports that the laser stopped firing during 46% of the refractive surgical procedure and the procedure was not completed. In a follow-up with the surgeon, he stated that the system message, prompted by letting go of the laser foot pedal, was not answered correctly by the technician and this led to the aborted treatment. The remaining treatment was completed successfully three days later. He also stated that the pt is doing very well and he does not feel that the pt has suffered any harm or injury by the reported event. He does not wish to share pt records at this time.

Manufacturer narrative:
Determination of root cause: assessment: the clinical specialist tried to help the site by phone, with no success. On-site, territory manager (tm) couldn't reproduce the problem. The tm was able to fire the laser normally, successfully performed the system verification, and completed a test surgery with no problems. Log file review of the surgery, revealed evidence of a double tap (by the user) of the laser footswitch, leading to 2 "energy" system messages. The energy messages were followed by two "standby" messages, to which the user responded in a manner that lead to the surgery being aborted. Conclusion: based on the results of the investigation, the root cause of the laser not firing was user error, a double tap on the footswitch and not understanding the error messages. (B) (4)